Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient presented with pre-operative diagnosis as stenosis. For which patient underwent poster or cervical laminectomy and fusion at levels c3-6. Intra-op, the top hex part of the set screw sheared off. As the hex part of the set screw had sheared off, and was not there during final tightening, the instruments slipped and hit the spinal cord. The patient experienced spinal cord injury and some decrease in motor function due to this event. The product was explanted but a threaded portion of the set screw remained inside the patient, in the tulip of the screw.

Manufacturer narrative:
Product analysis: visually confirmed the mas connector is broken at near the base of the connector hex head. The bottom (set screw) portion of the implant was missing and not returned for analysis. Optical examination of the thread form did not identify thread damage on the returned portion of the implant. Functional evaluation confirmed that the returned portion of the implant was able to be fully threaded onto a sample locking screw. Microscopic examination of the fracture noted that the surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage, presence and direction of shear lines, and the witness marks and surface wear of the locking screw interface surface of the implant are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.